Event description:
The following has been reported: biomed reported: "the ivenix pump (sn: (B)(6) displays the ivenix logo screen when attempting to use the device and does not proceed to normal operation. Additionally, when powering the pump, the "service required" message now remains on the screen and does not clear. A total of three log files were attached, including the most recent one for your review. No patient harm was reported in connection with this issue. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure (valve 1). Mock infusion was interrupted by a state 1 alarm. Log files indicate pneumatic valve leak failure (valve 1) / pneumatic valve leak failure (valve 2). Performed recharge test and unit passed. Valve 1 ok. Performed hardware test and unit failed for pneumatic valve leak failure (valve 2). Investigation found the tank body to have a gross leak. The tank body and o rings will be removed and replaced during the repair process before being sent to the test line for full functional testing.